Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. It was also reported that the rv lead exhibited sensing integrity counter (sic) oversensing episodes. It was also reported that the ra lead exhibited a failed position check. Rv and ra lead insulation breach was suspected. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.